Event description:
New information received that this capped lead with defib portion still active, externalized conductors were observed via review of fluoroscopy during follow-up. No further information is available at this time.

Event description:
The st. Jude midical rep reported noise on the ventricular and atrial egms. Inappropriate high voltage therapy was delivered as a result of the noise. The physician performed isometric testing and manipulated the ICD in the pocket, but the noise was not reproduced. The decision was made to cap and replace the pace/sense portion of the lead with the defibrillation portion remaining active.